Event description:
It was reported that the caller needed assistance updating the pump time due to a discrepancy of more than five minutes between the displayed and actual time. There was no adverse impact to the customer's blood glucose level. The caller received help from technical support to update the pump time and was advised to monitor for any future time discrepancies, which were acknowledged and understood by the caller.